Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 13-apr-2023, UDI#: (B)(4). Product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). Product analysis: the valves remain implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release, the wire was pulled back into the nosecone of the delivery catheter system (dcs). Under fluoroscopy, the dcs was withdrawn back into the descending aorta. At this time, the nosecone interacted with the outflow of the valve, causing the valve to dislodge. The valve was snared. A second valve was prepped, loaded and the load was verified. The valve was deployed at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The dcs was withdrawn. The snare holding the first, dislodged valve was released. Upon final angiogram, the first valve appeared to be moving within the ascending aorta. There was concern over a possible dissection between the valve frame and the walls of the ascending aorta. A third valve was deployed in a position so that the inflow of the first, embolized valve was pinned, opposing that valve to the wall of the aorta. The position of the third valve was successful, and imaging showed that the first valve was no longer moving within the aorta. Final angiogram revealed no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Dislodge events are typically not related to a device malfunction. Dislodgement of the valve by the distal tip of the delivery catheter system (dcs) is related to operator technique or experience; the evolutr instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Images from the procedure were not received and the root cause of the dislodgement event cannot be confirmed. However, in this case it was reported that when removing the dcs, the nose cone interacted with the outflow of the valve, which caused the valve to dislodge. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.